Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve could not be detached and the physician decided not to use the valve. The delivery catheter system (dcs) and valve were exchanged with a new dcs and valve. There was nothing of note in terms of patient anatomy that contributed to the issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial:(B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. Visual analysis showed the handle appeared intact. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap but the paddles came off the spindle without issue. There were bends to the stability shaft. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Slight delamination was observed over the nitinol reinforcing frame on the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. A 29mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected without issues regarding the valve coming off the dcs. The reported event could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis with the capsule over-captured. The instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a crown overlap but the paddles came off the spindle without issue. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after a misload has occurred or after passing through tortuous anatomy. Overall, there were no findings to suggest a failure to meet manufacturing specifications was related to this event. The unable to deploy reported in this event could not be confirmed based on the analysis findings. Historically, high forces in the system may result in difficulty deploying the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.